Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter immediately after stapling in a laparoscopic gastroplasty, an unusual bleeding was detected. To resolve the issue, a suture was used to reinforce stapling.